Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter, and there was no physical damage to the foreign matter remaining location. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had image issues (image appeared noisy with stripes). Inspection and testing of the returned device at the olympus repair center found foreign material exiting off the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage to the scope-connector, a noise image occurs. Due to clogging of suction tube in universal cord, foreign objects come out of suction port. Due to deformation of scope cover, water tightness is lost. Due to damage on up/down knob, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to the wear of angle wire, the play of up/down knob is out of the standard value. The bending section rubber has a scratch. Adhesive on bending section rubber has a crack and white clouded area. The scope connector is dirty due to water leakage. Adhesive around objective lens is peeled. Adhesive around light guide lens is peeled. The light guide lens has a crack. Plastic distal end cover has a scratch. Connecting tube has a buckling. Connecting tube has a scratch. The universal cord has wrinkle. The switch box has a scratch. Image guide protector has a scratch. Switch button 1 has a scratch. Scope connector is dirty due to water leakage. Foreign material related inspection found - the product was cleaned, disinfected, and sterilized before it was sent to olympus. Unknown if there was any possibility that the endoscope was used for the procedure with the foreign material attached to it. No foreign material adhered to the endoscope. No delay in the start of the precleaning procedure. Aspiration was done with the water through the instrument/suction channel. No abnormalities in the accessories used for reprocessing. Immersed the endoscope in the detergent solution. The instrument channel was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.